Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model #: sc-4316 lot #: 14861442 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg, leads and clik anchor was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg site. The patient underwent an explant procedure. No further information can be obtained by bsn.